Event description:
It was reported that the device was used during a laparoscopic sympathectomy, the clip deployed but the jaws did not release. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.